Event description:
It was reported that when the patient presented to the clinic, high capture thresholds were detected on the left ventricular (lv) lead. The lv lead was capturing the atrium as well. Chest x-ray was performed revealing that the lv lead had pulled back. The lv lead was extracted and a new lv lead was implanted. There were no adverse health consequences to the patient.